Event description:
It was reported that a malfunction occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump via email and advised the customer to continue using the pump and call back if the malfunction code reappeared. The customer acknowledged and understood the guidance provided.